Manufacturer narrative:
No unexpected failed battery test alarms or blank display anomalies noted during testing. Unit received with no button response on the ecs and act buttons due to connector on lcd board unlocked. Unable to perform displacement test, operating currents (B)(4)., off no power test, rewind test, prime test, basic occlusion test and occlusion test due to unresponsive keypad. Unable to verify prime fill anomalies or off no power anomalies due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer received a failed battery test, as well as an off no power alarm and a blank display. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.